Event description:
The patient fell and `endured trauma' over the implant site. Impedances greater than 2000 ohms were noted on most of the unipolar pairs. Impedances were 607 ohms on case, 1; case, 2; case, 3. Impedances on all bipolar pairs were greater than 2000 ohms, except electrode pair 2-3, which was less than 50 ohms. The patient was programmed to case+, #2-; pulse width 210 microseconds; frequency 135 hertz, amplitude 2.5 volts, with a therapeutic impedance of 560 ohms and current of 110 microamperes. The injury site was still painful. The patient outcome was reported as `fair'. Additional information has been requested, but was not available as of the date of this report. Please refer to mfg. Report # 3004209178200808463.